Event description:
Antibiotic hung at 0106 on (B)(6) 2017. At about 2am on date of event, the pt noticed the IV pump smoking with a burning smell. He then notified nursing staff via the call bell. The staff then removed the pt from the IV pump and replaced it with another pump. Some of the fluid from the IV solution bag had leaked onto the top of this infusion pump. Upon investigation we found that the electrical connection ¿between the 8015 control nodule and 8100 IV module¿ had arced causing the burning.